Manufacturer narrative:
Concomitant medical products: unk-comp-lead; 6957j lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced (B)(6) sepsis. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.